Event description:
We received an allegation of questionable potassium electrode results for 1 patient sample tested on a cobas pro ise analytical unit. Initial result: 4.93 mmol/l. The physician questioned other test results, prompting the repeat of the sample. Repeat result: 4.20 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The last calibration was performed on (B)(6) 2025, and it was acceptable. The 21-aug-2025 alarm trace showed a "sample probe: abnormal aspiration" alarm. This is an indicator of possible poor sample quality. The field service engineer (fse) checked the instrument and found no cause. He cleaned the solenoid valves and the sample probe. The fse also cleaned and adjusted the vacuum nozzle. He verified the analyzer's performance with an air purge, a mechanism check, an ion-selective electrode ise check, calibration, qc, and precision studies. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue. No further issues were reported after the service visit.